Event description:
Hcp reported that pt's pump was removed because physician thought it was defective. The device was explanted and returned to the MFR for analysis. A follow up report will be sent when add'l info is received.